Event description:
At the night of (B)(6) 2015, she measured blood glucose and got 477 mg/dl at 20:06. The reading was higher than expected, so she called the hospital. Customer reported discrepant mobile system blood glucose results within 10 minutes: 20:11 219 mg/dl 20:14 582 mg/dl 20:15 515 mg/dl 20:19 415 mg/dl as she got high readings several times, the hospital told her to inject insulin, novolin r and novolin, and she did. 23:32 546 mg/dl 23:34 hi, which on the system indicates a result in excess of 600 mg/dl 23:35 389 mg/dl 23:36 347 mg/dl no adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.